Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory. The initial sodium result was 105 mmol/l. The repeat result was 131 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
H3: na.